Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 30 nov 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed. The lens was received covered in viscoelastic residue and cut in half which is consistent with handling during removal. No further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. He search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. Initial reporter email address: unknown/not provided. Initial reporter telephone number: (B)(6). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of a zfr model intraocular lens (iol) into the right eye (od), the patient has kept complaining about blurry vision and glare. Pre-operative visual acuity (va) was 0.7 and post-operative va was 0.8. The iol was explanted. No further information available.